Event description:
The manufacturer received information alleging that the ventilator failed a pre-test during active exhalation verification on a trilogy evo device. No medical intervention was specified. The device was not reported to be in clinical use at the time of the allegation. A field service engineer (fse) was dispatched to evaluate the unit. The fse duplicated the reported failure during the diagnostic system setup test, where the device failed the active exhalation pilot reading. Troubleshooting was performed in accordance with service guidance, and the fse determined that pneumatic components required replacement. To correct the issue, the fse replaced the proportional valve (aecm) and the 3-way solenoid valve. Following the component replacements, the fse completed the system final test and performance verification. All tests passed successfully.